Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old asian female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. On (B)(6) 2018 the patient observed right sided deflation. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The product investigation revealed that the impacted product was a mentor smooth round moderate profile 275cc saline prosthesis on (B)(6) 2018. Section d has been updated to reflect this. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5598496 was reviewed on 7/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old asian female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. On (B)(6) 2018 the patient observed right sided deflation. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent at patch. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).